Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Additionally, it was noted that the patient has a cardiac resynchronization therapy device from another manufacture in which there was recently a left ventricular (lv) lead revision. No other details on this were mentioned. Technical services reviewed the device data and found smart pass was also disabled. There were two untreated episodes in which the r wave amplitude is small with t wave oversensing and muscle noise. The amplitude and morphology significantly change as well as the rate then is being double counted. The device is programmed to primary 1x vector. Ts discussed to re-optized the s-ICD sensing. The field representative will discuss with the physician. At this time, the s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Additionally, it was noted that the patient has a cardiac resynchronization therapy device from another manufacture in which there was recently a left ventricular (lv) lead revision. No other details on this were mentioned. Technical services reviewed the device data and found smart pass was also disabled. There were two untreated episodes in which the r wave amplitude is small with t wave oversensing and muscle noise. The amplitude and morphology significantly change as well as the rate then is being double counted. The device is programmed to primary 1x vector. Ts discussed to re-optimize the s-ICD sensing. The field representative will discuss with the physician. At this time, the s-ICD system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system received more inappropriate therapy. Subsequently, the system was explanted and replaced successfully. No additional adverse patient effects were reported.